Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1204af-90 (no batch indicator provided) was received for investigation. Visual inspection identified breakage of the cutting tip at the distal end of the returned ar-1204af-90, with warping present at the breakage site. The observed condition is most likely the result of prying/leveraging the device during use against bone and/or hard tissue. Functional testing revealed that the actuating mechanism, however, still worked as intended.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during the surgery the device broke inside the patient when drilling the tunnel. The broken piece was retrieved from the patient. The surgeon had to drill a complete tunnel instead of a blind tunnel. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-1209l). It was not necessary to do a second surgery.